Event description:
Device report 1 of 4: reference MFR report: 1627487-2011-09149, reference MFR report: 1627487-2011-09150, reference MFR report: 1627487-2011-09151. The pt received the scs system on (B)(6) 2010. It was reported the pt requested the system to be explanted as she felt it made her pain worse. No pt complications were reported as a result of this procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.